Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and image processor should be replaced. The customer canceled the service call. .

Event description:
It was reported that the 9600 system had poor image quality with washed out images. No pt injury was reported.